Manufacturer narrative:
Reported event: an event regarding disassociation, crack/fracture and fretting was reported. The event of disassociation and crack/fracture was confirmed through evaluation of the provided photographs. The event of fretting was not confirmed. Method & results product evaluation and results: no product was returned for evaluation however, photographs were provided for review. The photograph show a recently explanted stem. Head and liner. Blood is visible on the devices. The tip/trunnion of the stem has fractured. Biological matter is visible on the body of the stem and inside the head. Yellow discoloration is visible on the liner. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: not performed as no lot information was provided. Complaint history review: not performed as no lot information was provided. Conclusion: the reported accolade stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of an nc and CAPA. The event was confirmed through evaluation of the provided photographs. The root cause could not be identified. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right hip was revised due to the trunnion breaking off at the edge of the femoral head closest to the stem. Intra-operatively, some metal debris was noticed in the joint and a yellowish film seen on the liner. The stem, head and liner were revised to a restoration modular stem construct with a new head, adm/ mdm poly insert, and md liner. Rep can provide pictures, otherwise confirmed that no further information will be released by the hospital or surgeon.